Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was taken to the emergency room for diabetic ketoacidosis and the blood glucose reading was 489 mg/dl. It was stated that the customer's blood glucose levels have been erratic the customer's blood glucose reading was 69 mg/dl at bedtime and 479 mg/dl in the morning. Troubleshooting was performed and the insulin pump passed the leadscrew test, but the tubing clamp was not available for the high pressure test.